Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported, the physician was implanting a 37mm gore® cardioform asd occluder to close an atrial septal defect. During loading, the physician felt some resistance in the slider mechanism. The device was deployed and repositioned twice, then while deploying the left disc, the physician felt high friction in the slider mechanism. The device was removed from the patient. During deployment a 1st degree heart block was noted. The patient had temporary pacing while two other devices were attempted. A 32mm gore® cardioform asd occluder and a 30mm gore® cardioform septal occluder were attempted but were not implanted due to sizing issues. The physician chose to abandon the case in favor of surgical closure at a later date. The patient was in sinus rhythm and doing well at the end of the procedure.